Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03387. It was reported that the patient presented for an initial implant procedure. Upon positioning the right ventricular lead, the helix exhibited rotation issues. The physician exchanged the lead during the same procedure on (B)(6) 2020. Upon connecting the replacement lead to the pacemaker, the patient experienced a decrease in blood pressure. Echocardiography was performed and revealed cardiac tamponade. A drainage procedure and blood transfusion was performed and the pacing system was removed. The physician was unsure which lead caused the cardiac perforation that led to the tamponade. A pericardial drainage was performed on (B)(6) 2020 and the patient entered stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.1 cm with the stylet inserted and the helix extended and clogged with blood. Visual examination found the outer insulation twisted and cut due to procedural damage. X-ray examination found the inner coil near the connector to be over-torqued due to procedural damage. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported event of helix rotation issue was confirmed.